Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. The transmitter ultimately regained connection with the pump. Customer's blood glucose (bg) level was 53 mg/dl. Customer alleged that the decrease in bg level was due to a loss of connection. No additional patient information was available.